Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the electric pen device is getting hot, presents intermittent operation, and is noisy. Another device the burr attachment for the pen drive has a bearing issue. The device issues were discovered during routine inspection, no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to motor assembly or electronic control failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.